Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Log review only.

Event description:
The customer reported that a chemotherapy medication was programmed to infuse; at the expected time of completion there was still fluid in the bag. There was no patient harm.

Manufacturer narrative:
The customer¿s report of an infusion not completely emptying was not confirmed. Analysis of the pcu event log shows that at 12:59 pm on (B)(6) 2017 a previous infusion was restored for a custom concentration infusion of vincristine at a rate of 23.6 ml/hr with a vtbi of 566 ml (which would infuse in 23.98 hours). The user selected yes to the guardrails warning ¿rate is below guardrails limit of 1131 ml/hr. Proceed?¿ the infusion completed at 1:15 pm on (B)(6) 2017 and went into kvo. The user then added 150 ml to the vtbi and restarted the infusion. The user again selected yes to the guardrails warning ¿rate is below guardrails limit of 1131 ml/hr. Proceed?¿ the infusion ran from 12:59 pm on (B)(6) 2017 to 2:20 pm on (B)(6) 2017 when the device was channeled off. Throughout the infusion there were multiple air in line alarms, and the infusion was restarted each time within a few seconds to less than a minute. The volume recorded as being infused during this period was 591.301 ml. The starting volume of the fluid container cannot be determined through device logs. The root cause of the customer¿s report of an infusion not completely emptying was not identified. The pump module and the disposable set were not returned for investigation and the intended programming parameters were not provided.